Manufacturer narrative:
Exact date unknown, event occurred a long time ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg has not worked for a long time. The patient underwent an ipg replacement procedure.